Manufacturer narrative:
Upon review of the alarm trace, 1-5 sample quality related alarms occurred per day. Depending on throughput, this could indicate a general pre-analytic sample handling issue in the laboratory. A general reagent issue can be excluded as calibration and controls were acceptable. The investigation determined the issue is consistent with high leukocyte concentration of the samples, leading to an accumulation of cells close to the sample surface. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alkaline phosphatase acc. To ifcc gen.2 on a cobas c 503 analytical unit. The heparin plasma sample initially resulted in an alp value of 362 u/l. The sample was repeated, resulting in a value of 158 u/l. The sample was decanted into a cup and repeated, resulting in an alp value of approximately 160 u/l.